Manufacturer narrative:
Per the pump user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. Reportedly, the cause of the low bg was due to customer inadvertently setting basal rate to 8.5 units, causing an over delivery of insulin. Subsequently, customer was hospitalized. Bg was treated with glucagon, and manual injections. Reportedly, the customer was released with the issue resolved and no permanent damage.